Event description:
The valve was explanted four months following implant due to aortic insufficiency. At explant, a small paravalvular leak was found where a suture had not healed properly. No pannus or thrombus were present. The valve was replaced with the same size and model sjm valve and the patient was reported to be doing very well.